Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributer stated that the keypad buttons had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: investigation revealed that the keypad was fully intact, with no peeling or damage observed. The contrast, down and ok button responded to testing. The up button was unresponsive. The keypad was removed to investigate and contamination was observed under the contrast, up, down and ok contact buttons. Unrelated to the initial complaint, the pump display screen had a dim pink contrast. The pump cover was removed and replaced with a new test screen, with normal contrast observed. A visual inspection of the battery compartment revealed a compartment crack from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.